Manufacturer narrative:
The pump was received with no button esc response due to an unlocked keypad connector on the lcd. Unable to perform the displacement, operating currents, self-test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Unable to verify the low reservoir alarm due to no button response. No button error alarm was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the keypad was unresponsive and she had high blood glucose reading of 400 mg/dl the previous night. Customer treated with the insulin pump, but also said the device was not responding. The customer was advised to discontinue the device and revert to a backup plan. Device was replaced and will be returned for analysis.